Event description:
It was reported that a clip got broken at ligation and fell from the applier in the patient's body. The clip in the patient was removed successfully, and there was no patient injury.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73j1800542 was manufactured on 09/24/2018 a total of 15,652 pieces. Lot was released on 09/28/2018. DHR investigation did not show issues related to complaint. The customer returned one loose clip 544230 hemolok ml clips 6/cart 84/box for investigation. The lid stock was also returned. The clip was visually examined with and without magnification. Visual examination revealed that the clip was returned with the pierced bosses broken off. The pierced bosses were not returned. The sample appears used as there is biological material present on the clip. Since there were no intact clips returned for testing, it could not be determined exactly how or what caused the pierced bosses to break. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. The clip was returned with the pierced bosses broken off. The pierced bosses were not returned. It could not be determined exactly how or what caused the pierced bosses to break. A device history record review was performed and showed no evidence to suggest a manufacturing related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken at ligation and fell from the applier in the patient's body. The clip in the patient was removed successfully, and there was no patient injury.